Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer experienced high blood glucose of 478 mg/dl and insulin pump had recurred motor error which was reported in second call. Customer stated that insulin pump alarmed for motor error. Customer stated that insulin pump rewound successfully and passed displacement test in first occurrence of motor error. Customer mentioned that drive support cap was normal and declined motor encoder position error alert. Insulin pump will be returned for analysis.

Manufacturer narrative:
No motor error alarm noted during testing. Device passed rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. The motor was tested outside the device and passed. The information related to serial number and material number, lot number has been updated which was not different with initial report. The updated information has been provided with this report.